Event description:
It was reported by patient's counsel that patient underwent left hip resurfacing in 2007. At two months post-op, the patient was revised due to loosening of the acetabular component.

Manufacturer narrative:
Information was forwarded from zimmer inc which markets the devices in the u.s. No product was returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed.